Event description:
During a kit inspection, the sales representative reported that he found a polyaxial open screwdriver with broken tips. There was no patient involvement. The malfunction of a similar device has resulted in an adverse event in the past.

Manufacturer narrative:
No patient involvement. No surgical involvement. Evaluation is pending upon completed investigation of the product.